Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er2" message. Per the onetouch ultramini owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 5:00pm. The cca was advised by the patient that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the reported issue. The patient claimed to have developed symptoms of being "shaky" ten minutes after the alleged product issue occurred and twenty minutes later, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that the patient was inserting the test strip with the blood sample already applied to it. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.